Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized and treated with unspecified antibiotics. At the time of this report, the event of peritonitis was ongoing. Action taken with pd therapy was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.